Event description:
It was reported the subjected device had an incompatible scope error: e315. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.